Manufacturer narrative:
The device was inspected by olympus. The customer's complaint, "the display is without function", was not reproduced. However, moisture damage was detected in the device and on the front which could have caused the error. In addition, parts of the housing (base, lid, front and frame) were affected by corrosion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the image issues occurred because of the moisture damage in the housing, or because of deterioration over time due to long-term use. If the image issues were caused by moisture damage in the housing, it is possible to prevent recurrence by arranging the environment in which the humidity around the device does not raise. The following is stated in the instructions (IFU) for use which may prevent this moisture damage: "use the light source only under the conditions described in, ¿transportation, storage, and operating environments¿ and, ¿specifications¿ in the appendix. Improper performance, compromised safety and/or equipment damage may result." Olympus will continue to monitor field performance for this device.

Event description:
The customer contacted olympus to report the evis exera iii xenon light source display does not work anymore. There was no patient involvement when the malfunction occurred. The device was returned to the service center and no image was displayed. This report is being submitted for the malfunction found at device inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been nearly 10 years since the subject device was manufactured. Other incoming inspection finds were also found as follows: poor appearance of the top cover; poor appearance of the front panel; a faulty base; poor appearance of the rear panel. It was presumed that the phenomena occurred because the device was used by the user in the environment that deviates from the operating environment. Olympus will continue to monitor field performance for this device.